Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure on (B)(6) 2019 due to right ventricular lead dislodgement. During the procedure, the right ventricular lead was re-positioned; however, the right ventricular lead helix would not extend. The right ventricular lead was explanted and replaced. The patient tolerated the procedure well. There were no adverse events during the procedure. The patient was discharged the following day.